Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 30 mg/dl. The customer was found unconscious by her husband, and taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals and reservoir volume both were correct. The customer mentioned that she had an MRI several months ago. She removed the insulin pump from her body, but left it in the room. Conducted the displacement test, and the insulin pump passed. Nothing further was reported.